Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had bilateral surgery on (B)(6) 2020 and presented on post op with diffuse lemellar keratitis (dlk) in right eye only (at the hinge). No loss of best corrected visual acuity (bcva) reported. The topical steroid dosage was increased.